Event description:
It was reported that the patient underwent a cavotricuspid isthmus (cti) ablation with radiofrequency (rf) energy using this radio frequency catheter. Then cti ablation, during the fourth rf pulse, pq prolongation developed and wenkebach (with pacing 100 bpm) even before a bidirectional block was over the cti. Procedure consequently had to be stopped. In conclusion, the cti ablation with this catheter was unable to be completed due to prolongation of av time/wenkebach complication. Patient continues with anticoagulation for at least three months. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).